Manufacturer narrative:
Analysis found the pipeline flex (ped-500-14) was returned without a dispenser coil and without an introducer sheath. The pipeline flex device was decontaminated. The distal braid section was found frayed and tapered while the proximal braid section was found to be frayed and slightly tapered. Dried blood was found throughout the braid subassembly. No damages or irregularities were found with any portion of the pipeline flex pushwire subassembly. Based on the analysis findings, the report of ¿failure/incomplete open distal (flex) was confirmed as both ends of the braid was returned tapered. The significant fraying of the ends is the likely cause of the incomplete open. It is likely the damage to the braid was caused by the reported more than two times re-sheathing of the pipeline and because the pipeline was positioned in a bend of the patient vessel. Other potential contributors for failure to open are: patient vessel tortuosity, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling endovascular stents, and inappropriate anatomy. The customer report of twisting could not be confirmed as both the pushwire and braid were returned without any evidence of twisting damage. The phenom-27 is compatible for use with the pipeline flex device. Per the instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01282, 2029214-2019-01283. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex failure to open during a procedure. The patient was undergoing embolization treatment for a unruptured saccular multiple aneurysms along ica of various size and morphology. Measuring 3.62mmx5.00mm, landing zone distal 3.45mm proximal 3.66mmthe vessel was observed normal tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. It was reported that the first pipeline flex had a twist that would not resolve. Device removed to be replaced by a new device. The second pipeline flex would not open distally. Device removed to be replaced by anew device. The patient had symptoms or complications associated with this event. The patient experienced distal emboli in right distal m4 branch. She was not affected upon nihss examination by these emboli. The embolus was treated integrailin and monitored to see if this would assist in resolving the event. The embolus was too distal for stroke intervention.